Event description:
Customer called to report high blood glucose. The customer's blood glucose reading is 600 mg/dl. Emts were contacted to assist customer with high blood glucose. Customer was taken to hospital and admitted to intensive care. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.